Event description:
Caller reported aviva system blood glucose results of 21.5 mmol/l, 3.1 mmol/l, and 9.5 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.